Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Five (5) out of seven (7) connectors were not engaged during the tigerpaw system ii use. The procedure was completed by using the second tigerpaw system ii. There were no patient negative effects.